Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the tip of the catheter appeared to be cut. The complainant reported that the packaging was sealed, but the rounded catheter tip appeared to be missing.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "instructions for use: starting at the top of the package, peel down to expose the catheter. (Figure 1). Holding the labia apart with one hand (figure 3), take the catheter and insert the tip of the catheter slowly into the urethra. If sitting on a toilet seat, once the tip of the catheter is in the bladder, allow the urine to flow directly into the toilet bowl. If on a chair or in bed, use a receptacle for urine collection." 1069, 2645: "nl".

Event description:
It was reported that the tip of the catheter appeared to be cut. The complainant reported that the packaging was sealed, but the rounded catheter tip appeared to be missing.